Event description:
The customer reported the generation of erroneously high sodium (na) patient results with negative anion gap on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for three (3) patient samples.

Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as use error. The customer was overdue for maintenance of ion selective electrode (ise) tubing and electrodes per au5800 chemistry analyzer instructions for use (IFU) guide. The customer replaced the buffer syringe, sample syringe and wash syringe which resolved the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).